Event description:
In an article titled, "comparative study of balloon kyphoplasty with unilateral versus bilateral approach in osteoporotic vertebral compression fractures" reported the following events: two cases of intraspinal canal cement leakage without neurological deficit with suspicion of medial pedicular wall violation. No additional information was reported. At the time of this event, kyphoplasty products were not distributed in (B)(4).

Manufacturer narrative:
Report source: article titled: "comparative study of balloon kyphoplasty with unilateral versus bilateral approach in osteoporotic vertebral compression fractures" by hyung jin chung, kook jin chung, hoi soo yoon, & in hyup kwon international orthopaedics (sicot). Method, device not returned, internal review of literature, follow-up with author.